Event description:
The pt received an scs system consisting of a percutaneous lead and an ipg. It was reported that on (B) (6)2007, the physician replaced the ipg but kept the same percutaneous lead. On (B) (6)2007, it was reported that the pt experienced overstimulation at the ipg site whenever she turned the stimulator on. Lead impedance testing could not be performed due to the pt's low amplitude threshold. X-rays were taken and it was found that the lead had come out of the ipg header. The lead was inserted back into the header and the issue was resolved. No product was explanted. Follow up on the pt found no further issues reported.

Manufacturer narrative:
Eval: the device history sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.